Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported that the patient had significant dissection noted from proximal to distal left anterior descending artery (lad). The doctor (md) called for impella placement and impella cp placed without any issues. Md continued to work on lad dissection. Decided to stop intervention and send the patient to the unit to rest. In the unit, hematoma was noted in the right femoral artery. Pressure was held and femostop placed. Heparin drip was stopped until access site was stable. Two units of packed red blood cells were given due to patient bleeding from the access site and multiple line sites. It was also reported that the family requested for withdrawal of care and patient expired.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿